Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to overwritten displayable history alarms in the alarm history screen due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure not detected during our testing. The pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a motor error alarm and a motor position encoder error alarm. The customer's blood glucose level was 9 mmol/l. The customer was able to rewind the device. The customer was advised that the device would be replaced, and to return the device for analysis.